Event description:
Through follow up with the health care provider, it was learned the valve-in-valve intervention occurred due to correct moderate to severe aortic valve insufficiency in an aortic porcine valve that had been implanted for approximately twenty-one (21) years. No details regarding condition of the device or reason for the insufficiency has been provided.

Event description:
(B)(6), 2014, edwards learned of the event at a presentation ¿valve in valve procedures with a novel ballon-expandable device: experience in aortic and tricuspid positions¿ in the presentation, one case involved valve-in-valve intervention to correct a failing 25mmm aortic porcine valve due to unknown reasons. No event specific information was provided. The intervention was successful without any major or minor complications. (B)(4).

Manufacturer narrative:
Additional information: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct regurgitation or stenosis of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding this procedure has been made available and subsequent attempts to get additional information regarding the condition of the device at the time of the intervention or information on the patient's condition have been unsuccessful; therefore, the root cause for the intervention remains indeterminable. However, it should be noted that this device had been implanted at the time of the procedure for approximately (B)(6) in a male patient who was approximately (B)(6) at the time of implant. Age, gender and length of implant are all considered contributing factors toward possible svd and regurgitation of a bioprosthetic valve. The device history record (DHR) review cannot be done because the serial number has not been made available. See also 2015691-2014-02676 and 2015691-2014-02677 for related devices reported during the presentation. (B)(4).

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted. Attempts to retrieve additional information were unsuccessful. Without return of the device or additional information, the root cause of the event cannot be determined. The presentation involved a total of three (3) cases of valve-in-valve intervention to correct a failing 27mm and 25mm aortic pericardial valve and a 25mm aortic porcine valve due to unknown reasons. All procedures were performed successfully without any major or minor complication. The 27mm aortic pericardial valve and 25mm aortic porcine valve will be reported in separate mdrs. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.